Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during the implant procedure, poor electrical values were noted. The lead was replaced after multiple repositioning attempts were unsuccessful.